Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed infusion sets and cartridges in an effort to address the issue. Customer's blood glucose was 571 mg/dl with trace ketones. Customer addressed elevated blood glucose via manual insulin injection. System check was performed with tandem technical support and no issues were identified. Customer successfully resumed insulin delivery.